Event description:
It was reported that cadd legacy plus pump alarmed no disposable. Issue was resolved with a pump change. No injury/clinical consequence observed.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. Upon inspection, no disposable and high pressure' message was found in the event history logs. The customer's reported issue was not duplicated. Investigation, no problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump (the pump has run 24h with the cassette). The pump was found to be operating properly and passed all tests.